Manufacturer narrative:
Product event summary: two controllers and one pump were not returned for evaluation. Log file analysis for the controller with unknown serial number was not performed because log files were not provided. The reported "high power" event was confirmed through log file analysis of (B)(4) which revealed a decrease in estimated flow on (B)(6) 2019 and a subsequent rise in power consumption to levels above normal operating range. 1 low flow alarm was recorded since (B)(6) 2019 . No high watt alarms were recorded. Analysis of alarm log files did not reveal any high priority alarms that may have indicated "change controller" message within the analyzed period. As a result, the reported ¿change controller¿ event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, inappropriate pump rotational speed, kink in the outflow graft. Possible clinical factors that may have contributed to this event inclu de the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial #: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, serial #: (B)(4) / model #: 1420 / expiration date: 2018-06-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller, serial #: unknown / model #: unknown / expiration date: asku, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: asku. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an increase in flows and power consumption above the normal parameters upon being off anticoagulation for four hours receiving dialysis. The patient's lactate dehydrogenase (ldh) continued to elevate along with power consumption and flows. It was further reported that a pump thrombus was suspected. The power consumption later lowered, urine was yellow, and ldh was at baseline but spiked back up within days and power continued to creep up. It was noted that the patient was not a candidate for ventricular assist device (vad) exchange and was placed on hospice care. An alarm was noted for which the controller displayed a "change controller" message. The controller was exchanged and the same alarm was noted on the second controller. The patient subsequently expired.